Event description:
Boston scientific received information that this lead with a history of noise for eleven months, recently triggered the lead safety switch (lss) on the device and decreased impedance measurements of 300 ohms were reported in bipolar pacing mode. Ventricular tachycardia (vt) episodes from five months prior were found in the device's memory and appear to be noise. The patient did report having back surgery around this time, but thought it had been one months later than the noise episodes. Upon performing isometric arm movement, the noise could be reproduced. The lead was programmed to unipolar pacing mode and measurements were noted to be within normal limits. The lead will remain implanted at this time and continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.